Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a failed hard drive that caused the unit to lock up mid operation, preventing the operating system and application from loading and ultimately leaving the device stuck on a black screen. A field service engineer (fse) replaced the faulty hard drive with a new one, re-imaged the operating system, and successfully re-synced the unit, restoring all functionality except remote support service (rss). Customer was able to inventory multiple drawers, and it was synching right on queue with the server as it was supposed to be. Fse mentioned that remote software service (rss) issue would be addressed during a future scheduled visit due to room availability constraints. The unit didn¿t have any functionality issues existing from the older version component manager in rss. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, stuck on error screen and station offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, stuck on error screen and station offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.